Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds. When the physician attempted to recapture the ipg into the delivery cup, the physician encountered high resistance. It was determined that there was pull wire damage. An alternate system was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.7 cm from the distal end of the delivery system. The inner shaft is kinked at 1.7 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device was able to be deployed with the deployment button locked in the deploy position on the handle. The device was able to be recaptured with the deployment button locked in the recapture position on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.